Manufacturer narrative:
The root cause of the vessel damage could not be determined as no product was returned for analysis. The failure mode will be monitored and trended.

Event description:
A patient was admitted for a high risk coronary angioplasty of the left main artery, left anterior descending artery, and right coronary artery. To have hemodynamic support during the angioplasty, the team chose to place an impella cp via the femoral artery. The angioplasty was accomplished successfully. At the case end the team observed the impella access site to have developed a pseudo-aneurysm. The vessel was treated with ballooning for 30 minutes. The patient recovered and was discharged stable.